Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported difficulties and patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Potential contributing factors to the resistance encountered may include, but are not limited to, outer diameter of the stent delivery system, device support, buildup of procedural contaminants, user technique, and/or damage to the stent delivery system, challenging anatomy, interaction with accessory. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported resistance encountered. Additionally, it is possible that manipulation of the device with the challenging anatomy and sheath contributed to the reported stent dislodgement. It was reported that the dislodged stent was embedded in the patient's anatomy. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure performed was to treat moderately calcified, moderately tortuous left iliac artery that is 75% stenosed. An unspecified balloon was used to predilate the lesion. After passing an unknown 8.0x29mm omnilink elite balloon expandable stent (bes) system through a 6f sheath, the omnilink elite bes failed to cross the lesion. While pulling back the omnilink elite bes, the stent came off the balloon outside of the sheath. After rewiring, a new unspecified balloon was used to park [embed] the omnilink elite bes into the vessel wall. There was no reported adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.